Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was sleeping. Customer's blood glucose was 335 mg/dl. Reportedly, the customer was able to reload the existing cartridge, ultimately clear the alarm, and resume insulin therapy.